Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker triggered lead safety switch (lss) to unipolar configuration. In bipolar, all measurements were fine. No out of range (oor) measurement was noted. Boston scientific technical services (ts) discussed troubleshooting measures . Additional information was received from the field representative that the lead was checked in bipolar and was functioning appropriately. The lead was reprogrammed back to bipolar and will continue to monitor patient. At this time, the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.